Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the verbatim: item description: tube IV ext w/ filter 1.2 mi , lawson# (B)(4), mfg# 20129e, lot# n/a qty: (B)(4). Description of problem: filter reading occluded on pump - pressure high.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.